Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, in inflation of the abdomen, a pop sound was heard then the balloon did not inflate; it turned out that the pop sound was the sheath disconnecting. The sheath of the balloon came apart from the actual balloon and fell in the patient's cavity. The sheath was removed by the surgeon and another structural balloon was opened and used to complete the case. The balloon did inflate after it was removed from the patient. There was no patient injury.